Event description:
It was reported to philips that the system was shutting down when performing cine or fluoroscopy, impacting imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system turned off during imaging. Review of the system log file confirmed the malfunction as the system mail power lost. Upon troubleshooting fse found that one phase of power was not being delivered to the ups from the hospital's primary power supply. To resolve the issue, fse inspected the ups power input, verified the functionality of the moulded case circuit breaker (mccb), and performed necessary repairs and reseated the cables. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.